Event description:
The report states that during a radio frequency ablation procedure, the output was turned up 10w per minute, starting at 40w. When the generator reach 60w, the generator shut off. The ablation was continued at 60w. Six minutes into the procedure, the temperature suddenly displayed hh and the generator stopped again. No problems were found in circulation system, so the ablation was retried. However, the temperature displayed hh again and stopped. The procedure was aborted. Another ablation was performed with another generator and new needle, two days later and completed without problem. The day after the initial ablation, a company representative checked the generator but nothing wrong was found.

Manufacturer narrative:
Date of initial report: 11/12/2008. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a f/u report will be submitted.